Event description:
Caller reported a cartridge alarm occurring during the loading process, but there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer confirmed they had occasionally received similar alarms with consecutive cartridges. The technical support team decided to replace the pump with a new one that includes updated software. Customer agreed to use multiple daily injections as a backup therapy during the transition. Instructions for returning the problematic pump and setting up the replacement were provided and acknowledged by the customer.